Event description:
Patient was to receive or had received radiation treatment. Patient was lying on the table - reached up and grabbed top of table, (head extension) dislodging it, and patient fell to the floor.the head extension supports the patient's head during treatment. This device did not have a locking mechanism to hold in place. Civco collaborated with siemens medical solutions - the head extension product was modified to include a locking latch which was designed to help secure the device to the table top/couch top.